Event description:
It was reported that the system was infusing propofol and the caregiver was having issues with an air in line error. It was also reported that the caregiver may have switched from the a channel to the b channel to resolve the air in line issue. The infusion was programmed for a 23.1 ml/hr rate, but appeared to infuse more quickly resulting in a patient intervention being necessary. The patient was ok following the intervention.

Manufacturer narrative:
The reported event included the infusion pump s/n ir60104157 and sidecar s/n (B)(6). The available information does not reasonably suggest that either device had malfunctioned because there is no evidence of a malfunction. Specifically, following the initial report, iradimed attempted to download and evaluate the device's history log, but the log was lost due to a dead 3v cell battery. After powering the pump, the service department received error code 100 (history checksum error), which confirms a dead coin cell and suggests a lack of preventive maintenance. Additionally, there is no record that the device has ever been serviced for preventive maintenance by iradimed. The physical and functional testing of the device showed that the infusion pump pressure sensors were out of calibration and that the pump was occluding at several infusion rates, potentially supporting a lack of preventive maintenance. Therefore, the most probable root cause of this event is the lack of preventive maintenance. The customer confirmed that no serious harm occurred to the patient. However, since the reported event resulted in medical intervention by providing medication to preclude or prevent permanent impairment, iradimed is reporting this event.